Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; 1st inratio: 2.5; date: (B)(6) 2011; 1st inratio: 1.2 (10:30am); 2nd inratio: 4.1 (7:30pm). Pt tested three times on that day, but was unable to get a result the first time; meter timed out. Pt ate a small salad a few days ago, which she normally stays away from. Pt's therapeutic range is 2-3. Pt on coumadin.

Manufacturer narrative:
Investigation pending.